Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer stated that he was feeling sick, and was vomiting prior to the event. The customer stated that he changed the infusion set, but continued experiencing high blood glucose levels. The customer stated that the cannulas were bent, but the insulin pump never gave a no delivery alarm. Troubleshooting was performed, and the insulin pump failed the high pressure test twice. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.